Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged. The lesion being treated was located in the heavily calcified left anterior descending (lad) artery. It is unk if the vessel was pre-dilated. The physician was attempting to deliver a taxus express2 8.8% 2.50 x 20 mm drug eluting stent to the mid to proximal section of the lad. The taxus stent dislodged from the delivery balloon. The physician was able to retrieve the stent. As the stent was being pulled back, the physician lost hold of the stent and it lodged in the profunda, off the femoral artery. The stent was left in the pt's leg. The pt's status is reported as good. The procedure was not completed.